Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were submitted for review with suspected occlusion. Log files captured numerous low flow events on (B)(6) 2022 which have since resolved and pump parameters have returned to ranges seen prior to low flow events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported event could not be conclusively established through this evaluation. The account submitted log files for review. The system controller event log file contains data from 05nov2022 at 8:13:48 through 07nov2022 at 12:43:45. The submitted system controller and lvad event log files captured low flow events on 05nov2022. Although a specific cause for the low flow events captured in the submitted log files could not be conclusively determined through this evaluation. The lvad event log file contained data from 01nov2022 at 2:41:02 through 07nov2022 at 10:21:15. Low flow events were recorded on 05nov2022 from 2:25:11 through 20:33:20 which appear consistent with the events observed in the system controller event log files. Intermittent increases in rotor noise were also observed during this time, reaching as high as 188 um (baseline 12-20 um). Rot_noise and hc_ctrl fault flags were captured between on (B)(6) 2022 at 19:46:59 through 20:33:12. Based on previous complaint experience, the captured decrease in power and flow, as well as the increase in power and rotor noise, appeared consistent with foreign material being ingested into the pump, contacting the rotor, and passing through. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 list lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.